Event description:
Additional information was received from the patient that reported that the patient has had a lot of problems since implant. The stimulation had not been going to correct area since implant. 1 week post-implant, the stimulation was so high that she felt like all of her insides were shaking. One month prior to the report, the patient met with the manufacturer representative for an adjustment, but after the adjustment, it seemed that it was only helping the left side and then it changed to only helping the right side. The patient's stimulation had been off for 2 weeks at the time that the additional information was received and her pain had gotten worse. The patient is meeting with a manufacturer representative and her health care provider on (B)(6) 2016 for an adjustment.

Event description:
Information was received from a patient who was implanted with a neurostimulator for radiculopathy and spinal pain. It was reported that there was a change in therapy. The patient had just been implanted on (B)(6) 2016. The patient couldn't seem to adjust it where she gets all the pain areas. She has stimulation more on the left side where the device is, and 4 days prior to the report, she noticed that she had nothing on the right side. There was a loss of stimulation on the right side. The patient was able to sync to the implantable neurostimulator with the patient programmer to confirm that the stimulation was on. The patient was on program 1 at 1.70 volts and program 2 at 1.40 volts. The patient increased program 2 to 2.10 volts and resolved the issue. The stimulation at 2.10 felt good while she was sitting, but then when she stood, she could hardly walk. The patient said that when she turns it up, she can't walk, but when she turns it down, she doesn't feel it. The patient was currently down to 0.90 volts. The patient said that she does have adaptive stimulation enabled and was instructed on how to change adaptive stimulation settings. The patient reported that when she turns stimulation up, it is too high and uncomfortable, but when she turns stimulation down, it is too low and she cannot feel stimulation. The patient was scheduled for an appointment on (B)(6) 2016. The patient decreased stimulation all the way down to 0.10 volts and that was too low, but when she tries to put it up some, it becomes too high. It was reviewed that the stimulation is not supposed to be uncomfortable so the patient was going to leave the stimulation on a decreased level (low) until her appointment with her health care provider. The patient stated that she was in pain as a result of decreasing her stimulation and she needed stimulation to be up. The patient met with the manufacturer representative for reprogramming and that resolved the issue. The reprogramming only lasted 2-3 days and she no longer felt stimulation on her right side. The patient called the manufacturer representative to try to resolve the issue, but it could not be resolved over the phone. Troubleshooting was performed. The patient programmer showed that the stimulation was on. The patient returned to clinician settings, but the patient reported that she still didn't feel stimulation on the right side. The patient increased/decreased stimulation which did not resolve the issue and the patient still did not feel stimulation on the right side. There were no other groups available. The patient only had one group and one program. The patient reported that she was going to contact the manufacturer representative to reschedule a reprogramming session.

Event description:
It was reported that the patient had a lot of pain in her back and around her stomach all of the time with and without the stimulation since implant on (B)(6) 2016. The patient¿s kidneys had also been sore since implant. Additional information was received from the patient on (B)(6) 2016 stating that they had recent reprogramming on (B)(6) 2016. It did fine but later acted up again, to where they still had a lot of pain with the implant on their left side. The battery also went dead but they recharged it for six hours to resolve. It was noted that when they changed positions like from laying to standing, stimulation changes. The patient checked the device with the patient programmer and it showed that stimulation was on, and that they were able to change stimulation. It was stated that program 1 covered their left side but did not reach the back area. Program 2 covered the right side. After adjusting amplitude, it seemed ok and confirmed comfortable stimulation after adjusting further. It was confirmed that adaptive stimulation was not active for their group. The patient was to follow- up with their health care professional (hcp), to address symptoms/programming, they had an appointment for (B)(6) 2016. It was noted that the pain/therapy was not effective after reprogramming/positional changes, a week or so after (B)(6) 2016, and that the implantable neurostimulator (ins) battery was dead and resolved the week prior to the report. Additional information was received from the patient. It was reported that since implant stimulation helped two or three times then after two days it stopped. The patient had worked with a manufacturer representative (rep) again and again and he had gotten stimulation to help both of the patient¿s legs but it stopped. The patient¿s pain was in her back and went down the back of her legs. Stimulation did the patient good sometimes for a couple of days then something would change on its own and throw everything off. The left side was okay, but they could not get stimulation to the right side. The patient worked with the patient programmer which showed that the patient was on group a at an amplitude of 0.90 volts, and that adaptive stimulation was not turned on. The patient just had groups a and b with no programs within the groups. The patient noted that getting up trying to walk was painful. Sometimes the patient did not feel stimulation, but she knew it was working because she was not hurting. However, the patient went back to hurting because it was too intense. It went from mild and regular to being too much and was moving inside. The patient¿s kidneys had gotten sore in her back so a rep turned it down. When it was turned down, the pain came back badly and the pain when getting up and trying to walk also came back. It went away but it was uncomfortable moving around and when the patient twisted and turned it was sore. There were no falls/trauma reported that could have been related to this issue. It was unknown if there were any recent medical tests or electromagnetic interference environment exposures. The patient had checked her device with the patient programmer and her setting was higher so she reduced it. Increasing stimulation helped the pain and to get up and walk, but it bothered her kidneys. The patient was to follow-up with a healthcare professional. It was noted that the patient had an appointment on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.